Event description:
It was reported that the user experienced recurrent alert 65 on the ilet device, identified as an audio over/under current malfunction related to the audio alarm function, with no impact on blood glucose and no hospitalization. Symptoms included the inability to rely on an audible alarm. Outcomes included the need for device replacement and instructions to shut down the device to avoid further alerts, with continued cgm use advised. Investigation included customer service troubleshooting and review of device performance, including restarts and confirmation that the alarm recurred. Investigation of the returned device revealed a persistent audio alarm malfunction consistent with an over/under current condition affecting the audio component, and the device was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.